Event description:
A malfunction was reported where an altitude alarm was triggered on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery with the original cartridge after receiving advice from technical support on preventing altitude alarms.